Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield metal piece of the jaws separated from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. There were signs of clinical use and slight evidence of blood. A visual inspection determined that the heater wire was flexed away from the hot jaw but not detached at the tip. The wire remained in place at the base of the jaws. No peeling of the silicone jaw was observed. Based on the returned condition of the device the reported complaint was not confirmed for "peeled," but confirmed for "bent wire". (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield metal piece of the jaws separated from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.